Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse inspected the affected endoscopes and the system and did not find any issues. Both endoscopes were able to rotate between 30 up and 30 down while they are on or off on the arm. Based on the field evaluation, the reported event was not confirmed. Isi has not received the endoscope involved with this complaint to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted thoracic surgical procedure, the 30-degree endoscope plus instrument image was upside down and backwards when using the endoscope to place ports. Intuitive technical support engineer (tse) reviewed the logs and found no errors. The customer had the orientation of the endoscope correct when manually using it as a handheld. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
On (B)(6) 2024, the isi field service engineer tested the suspect endoscope and confirmed no functional issue. The image display was within specification. The isi fse provided the product information of the referenced endoscope. The endoscope remains with the site and was used in subsequent procedures. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted the issue did not occur after ports had been placed in patient. The surgical task was being performed at the time of event was placement of final port. The image was inverted. The event did not involve a reversed control on system arms. The vision orientation did not change on its own. The endoscope did not move freely with uncontrolled motion and was being used by hand. The issue involved an inverted image on a vision cart. The system did recognize correct scope. The surgeon did confirm desired orientation when endoscope was installed, and an indication of the image orientation provided to the surgeon via user interface. The customer resolved the issue by replacing the scope and procedure was completed with a backup endoscope. No patient injury was reported.

Event description:
Refer to h10/h11 for follow-up information.